Manufacturer narrative:
(B)(4).

Event description:
It was reported an inappropriate auto mode switching episode was observed due to pacing after retrograde p-wave conduction. Shortening the atrioventricular delay was recommended to prevent retrograde conduction pathway from depolarization. No further information is available.